Event description:
Related manufacture reference number: 2017865-2022-10437. It was reported that the patient experienced discomfort from his single chamber implantable cardioverter defibrillator system and procedure was scheduled. During procedure, an unknown malfunction was observed on the right ventricular lead (rv lead). The rv lead was explanted and replaced on (B)(6) 2022. The patient was discharged from hospital.